Manufacturer narrative:
On 09/21/2016 the customer provided additional information to the manufacturer about this event. A high vitamin d result of 936.1 nmol/l was reported outside of the laboratory. This result was approximately 5 times higher than the upper level of the measuring range (171 nmol/l). The initial results from the remaining 20 samples were compared to the repeat results and the results matched one another. After the erroneous high result of 936.1 nmol/l was reported, the analyzer was put out of service. After the actions performed by the field service engineer documented in the initial report, calibration and quality controls were acceptable and the instrument was put back in service on 07/04/2016.

Manufacturer narrative:
This event occurred in (B)(6). The full facility name was provided as (B)(6)".

Event description:
The customer stated that they received erroneous results for an unspecified number of patient samples tested for an unspecified number of assays on the e411 analyzer. It was stated that the analyzer was ordering only vitamin d tests for all samples, even though the customer did not order this test. For all samples, the instrument also showed the exact same result. No result values were provided. The results were sent to the laboratory information system, therefore, these results were reported outside of the laboratory. The patients were not adversely affected. Lot numbers and expiration dates of involved reagents were asked for, but not provided. The field service engineer determined that the instrument database was corrupt. The database was re-installed and tested. It was stated that everything seems to be correct now. A specific root cause could not be determined based on the provided information. Information required for investigation was requested, but not provided.